Event description:
It was reported that the patient presented swelling and redness in the right knee. The cause of the swelling and redness is unknown. The patient was prescribed to take rest and medication therapy.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that the crf¿s and the chart sticks were received and reviewed. However, without supporting clinical/medical documents a thorough investigation cannot be performed. Should additional relevant clinical information become available this complaint can be re-assessed. A review of the manufacturing records for the provided batches did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.